Event description:
A patient with known biliary atresis was tested using the direct bilirubin assay to assess the possiblity of using the closer laboratory facility for purposes of routine follow-up and patient monitoring; since the patient's primary facility was greater than 2.5 hours distant. The assay returned sample results that demonstrated significantly lowered levels of conjugated bilirubin than expected that were not duplicated by other methodologies. Samples were subsequently tested on other olympus systems that confirmed that the limitation was reagent and not due to an analyzer malfunction. The results obtained did not present any impact on the patient since the patient condition was known and this testing was conducted to assess the possibility of using a secondary facility for patient monitoring.